Event description:
The patient reported their transmitter assembly was getting hot and caused a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly.

Manufacturer narrative:
The investigation found the battery was loose. The mechanical stack up of the waa relies on friction between the battery, usb connector and rf connector to keep the battery in place. Over time, the battery deforms and as a result, the friction is lost. Therefore, the battery is no longer held in place. As a result of the loose battery, the battery was punctured and leaked. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 29.8°c. Internal thermal temperature while charging: 31.5°c. Outside thermal temperature while operating: 30.3°c. Internal thermal temperature while operating: 33.7°c. The outside thermal temperature while charging was 29.8°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Although the investigation found a loose battery, the report of overheating was not replicated. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in design/reliability issues. Design/reliability issue rates remain acceptably low; thus, CAPA is not required. Design/reliability issue rates will continue to be tracked and trended. Reference CAPA-0042 for additional investigation details.